Event description:
Spontaneous call. Patient requested extra tubing be sent. She said that sometimes her IV line filter is wet and a little drop will come out. When this happens she changes'¿es her tubing because she is not sure if she is getting the correct amount of medication. Patient said that it doesn't happen with every tubing change and its just a little drop that comes out but it can happen before or after she changes tubing. Patient confirmed tubing is attached correctly and that she does change tubing with every cassette change. Communicated with cnss to follow up and touch base with patient to assess tubing issue. Patient uses cadd legacy pump. No interruption in treatment due to this issue. Patient was able to successfully continue infusion. No adverse event occurred due to this issue. Start date unk. No other information know. No add'l info, details dates are available at this time. Pump return tracking info is not available. Photographs were not provided. This is a continuous infusion. Setflow and volume delivered are unk. Position of the pump when alarm occurred unk. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? No; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes; is the therapy life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.